Event description:
It was reported that the patient went to the doctor's office and was diagnosed with a skin infection. The site was reported to be red and irritated after wearing the pod between 36 and 48 hours in the abdomen. For treatment, the patient was prescribed an antibiotic (name of antibiotic not provided). Patient reported infusion site infections and irritation are an ongoing issue.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.